Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the device intermittently undersensed a vf episode. The patient received high voltage therapy that successfully converted the arrhythmia.